Event description:
Allegedly the surgeon found the rise for metal ion value in the blood at routine medical checkup. The surgeon performed revision surgery. Medium activity level.

Manufacturer narrative:
This is the same event as 3010536692-2014-00889.